Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jan-2021. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory dysfunction"), insomnia ("insomnia"), anxiety ("anxiety"), fatigue ("fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), diarrhoea ("diarrhoea") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain, abdominal pain upper, alopecia, musculoskeletal pain, disturbance in attention, memory impairment, insomnia, anxiety, fatigue, tinnitus, vertigo, diarrhoea, weight increased and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, anxiety, back pain, diarrhoea, disturbance in attention, dry skin, fatigue, insomnia, memory impairment, musculoskeletal pain, tinnitus, vertigo and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory dysfunction"), insomnia ("insomnia"), anxiety ("anxiety"), fatigue ("fatigue"), tinnitus ("tinnitus"), vertigo ("vertigo"), diarrhoea ("diarrhoea") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain, abdominal pain upper, alopecia, musculoskeletal pain, disturbance in attention, memory impairment, insomnia, anxiety, fatigue, tinnitus, vertigo, diarrhoea, weight increased and dry skin outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, anxiety, back pain, diarrhoea, disturbance in attention, dry skin, fatigue, insomnia, memory impairment, musculoskeletal pain, tinnitus, vertigo and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.